Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be determined.

Event description:
Olympus was informed that a b30 scope communication error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was communication failure due to the adhesion of water drops or dirt to the electric contacts on the endoscope. The b30 error occurs when the cv fails to complete the data communication from the endoscope while the endoscope is connected to the cv. The phenomenon could not be reproduced by the servicing group and the facility continued to use the device. In light of the above, water droplets or dirt may have adhered to the electric contacts on the scope connector, resulting in hindered data communication and the b30 error.